Event description:
Customer reported a button error on her insulin pump. She had just changed her battery and the screen froze. Then the button error appeared. Customer's blood glucose is 76 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted. The device also was received with minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads.